Event description:
The laparoscopic packs coming with 4 x 4's rather than raytec sponges.

Manufacturer narrative:
It was reported that the laparoscopic packs coming with 4 x 4's rather than raytec sponges. Surgical caught incorrect item and disposed. There was no injury, the patient is fine. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.